Manufacturer narrative:
Concomitant medical products: patient medications include lisinopril, synthroid and zocor.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unknown date, follow-up imaging identified a proximal type I endoleak. It was reported the cause of the endoleak was lack of wall apposition due to an angulated aortic neck (measurement unknown). On (B)(6) 2014, an intervention was performed to treat the endoleak. An aortic extender component was implanted to provide proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.